Event description:
This complaint is for a report of a connection issue. The patient line became separated from the transfer set during dwell, and the homechoice returned to initial. The patient did not know of the return to initial and reconnected with the same set and tried to continue therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product, where the patient line became separated from the transfer set during dwell, the homechoice returned to initial, and the home patient started over with the same supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. The sample was not returned and the lot number is unknown; therefore, a device evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.